Event description:
It was reported that, surgeon called rep to ask about locking mechanism for our locking mechanism and reported that the top two screws had backed out significantly and will require revision surgery.

Manufacturer narrative:
Still remains implanted. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.